Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the inside of the reservoir compartment showed moisture and had a strong insulin smell. The customer¿s blood glucose level during the incident was unknown. The customer reported that the reservoir was leaking. Troubleshooting was performed. The customer stated the leak was past the second o-ring. The customer also reported they received a no delivery. The insulin pump passed the self-test. The customer declined troubleshooting for the no delivery. The device will not be returned for analysis.